Event description:
It was reported that the manufacturer's representative was priming the pump on the back table when she had to leave the room. When she came back into the room, the physician had already implanted the pump in a priming bolus state. The pump was stopped and the priming bolus was restarted about 3.5 hours later at the same rate as the last pump. The pt was "fine". The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.